Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the tip of the vizigo was damaged while trying to go transseptal. The tip buckled. The vizigo was replaced and the procedure continued. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 21-may-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the tip of the vizigo was damaged while trying to go transseptal. The tip buckled. The vizigo was replaced and the procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the soft tip was found bumped and peeled back. The damage on the tip could be related to potential skin incision size relative to sheath, however, this cannot be conclusively determined. A device history review was performed for the finished device 60000259 number, and no internal actions related to the complaint were found during the review. The damage on the soft tip could be related to the issue reported by the customer; therefore the issue was confirmed. The instructions for use contain (IFU) the following warning and precaution: during insertion, use caution not to create excessive bends that may lead to crimps in this device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).